Manufacturer narrative:
Device logs examined. Result: could not duplicate reported problem, although log examination confirms that it occurred. Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Examination of the device log indicates that during testing at the customer's facility the unit delivered lower than specified energy. The device delivered 153 joules when 200 joule shock selected. Factory service could not duplicate the reported failure to deliver the correct amount of energy during a shock. Upon opening the unit for further investigation, factory service found a residue of a spilled sticky liquid inside the device. The liquid residue could not be identified. Judging by the location of some of the residue, the liquid may have run through sections of the defib board and the capacitor bank which could have affected energy delivery. Since we could not duplicate the failure, we cannot verify that the liquid was the cause. Therefore, the cause of the apparently isolated occurrence of low energy delivery is unknown.

Event description:
The customer stated that this defibrillator unit only delivered 150 joules when it was set to deliver 200 joules. Discovered during a routine check by the customer. Not connected to a patient.